Event description:
It was reported that multiple intermittent occlusion alarms occurred. The occlusion issue led to the customer's blood glucose reaching a high level, although the specific value remained unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require any assistance from a third party. Customer declined to further troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.